Event description:
It was reported that the coils (subject device) were used in the medical procedure. However, bleeding due to aneurysm rupture was confirmed after a few days of surgery and the patient reportedly died due to ruptured aneurysm.

Event description:
It was reported that the coils (subject device) were used in the medical procedure. However, bleeding due to aneurysm rupture was confirmed after a few days of surgery and the patient reportedly died due to ruptured aneurysm.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported by the competitor, terumo, that three detachable coils were placed during a procedure which also involved the fred system (the flow diverter system of terumo). The patient subsequently suffered bleeding due to the aneurysm rupture and died. There was no reported allegation against the target coils. Per the hospital comments provided by terumo, this is not a product-related complication, but rather a complication that can occur in a certain number of cases and cannot be entirely prevented. The reported patient complication is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.